Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05071. It was reported that the patient experienced two inappropriate shocks and presented to the emergency room. Upon investigation, the right ventricular lead was found exhibiting noise during the two shocks. The right atrial lead was noted to had been turned off due to noise. There was no information when that happened. The physician choice to turn off the entire implantable cardioverter-defibrillator to prevent more inappropriate shocks. The patient was in good condition before and after the shocks.